Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12c27078 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in an patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.